Manufacturer narrative:
Patient medications: aspirin, gabapentin, acetaminophen, heparin, morphine, clopidogrel, hydrocodone, tramadol, and ibuprofen w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore through the pivotal study for the gore® excluder® thoracoabdominal branch endoprosthesis (tambe device): on (B)(6) 2022, the patient was implanted with two gore® excluder® aftermarket devices, as well as the gore® excluder® thoracoabdominal branch endoprosthesis (tambe device). A gore® dryseal flex introducer sheath was used for the procedure. The patient was being treated for an aortic aneurysm involving the visceral vessel(s). It was reported that on (B)(6) 2022, follow up images revealed a left external iliac artery dissection. No treatment is planned at this time.

Manufacturer narrative:
Addition section h code d12-according to the gore® dryseal flex introducer sheath instructions for use, under potential adverse events states, adverse events that may occur and/or require intervention include but are not limited to vascular trauma.

Event description:
Additional information obtained from study site, there was not an existing dissection in the left external iliac artery (during tambe procedure). The dissection in the left external iliac artery originating distal to the plc12100/(B)(6) device. The dissection in the left external iliac artery originating distal to the pll161207/(B)(6) device. It is unknown if the dsf1233/(B)(6) contributed to the dissection during the initial procedure. The event is ongoing.

Manufacturer narrative:
Correction section d1/d2a/d2b correction section g3/4.